Event description:
I had a hysterectomy to remove essure. After I had the essure procedure, I had the following: severe back pain, followed by doctor visits, cortisone shots, MRI's and therapy. Bad migraines, cramping, excessive bleeding, pelvic pain, hair loss, weight gain, brain fog, bloating and irritable.